Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The occlusion was resolved by changing the cartridge and resuming insulin. Subsequently, occlusions continued and the customer reverted to an alternate method of insulin therapy.